Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported broken cable complaint. The instrument was placed and driven on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument blades opened and closed several times without problems. The cut test was done three times and passed each time. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. Additional unrelated observation states that the instrument exhibited scratch marks abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 5mm x 2mm. There was not any material missing. The mcs tip cover accessory was also returned and evaluated by failure analysis and a visual inspection of the tip cover was conducted, revealing no issue.

Event description:
Refer to h11 for follow-up information.